Event description:
The user facility in united kingdom reported plastic fibers were coming off the I/a handpieces (blue plastic tips) on two patients. No medical intervention/treatment was required other than removing the fibers from the patients eye. The surgery increase duration was 0-15 minutes. There was no patient impact.

Manufacturer narrative:
The investigation is ongoing. Report 1 of 2, see related medwatch report numbers: 0001920664-2024-00130.

Manufacturer narrative:
Correction: d4 expiration date and UDI number. Additional information: b5 the evaluation is complete: the complaint samples (22x 85915st mics capsule guard I/a handpieces from lot no. Fs23111498) were returned in a ziploc bag. All units were unused and still inside the sealed peel-back trays. The foreign body was not returned. The visual inspection did not find any abnormalities and no damage was found. No fibers or any other kind of particles and foreign material could be detected. Therefore, the reported problem could not be duplicated and the root cause of the alleged issue could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 1 of 2, see related medwatch report numbers: 0001920664-2024-00130.

Event description:
The user facility confirmed the patient suffered no harm. The fibers were removed via anterior chamber washout. The handpiece was kept, but no particles will be returned.